Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-oct-17. It was reported that the representative received the initial report from a healthcare provider and a consumer during the patient's first refill. The patient was sent back to the surgeon to resolve the pump flip, and the flipped pump had not been resolved at the time of report. The cause of the flipped pump was unknown. The patient's weight at the time of the event was unknown. No further complications were reported or anticipated.

Event description:
Information was received from a manufacturer representative on 2017-oct-13 regarding a patient receiving water (dose and concentration not applicable) via an implanted infusion pump. The indication for use was spinal pain. It was reported that on (B)(6) 2017, an x-ray confirmed that the pump was flipped based on an anterior/posterior (ap) view of the pump under fluoroscopy, which showed the catheter coming off of the catheter access port (cap) in the wrong direction. No symptoms were reported, and it was not known what the next steps would be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.